Manufacturer narrative:
Saiph revision surgery was performed on (B)(6) 2018 where the 12mm saiph fixed tibial bearing (193-773) was replaced with an 18 mm fixed tibial bearing (193-776). The 12mm bearing has been retained by the facility. It was reported that the procedure was completed successfully. The device history record relating to the manufacture of saiph fixed tibial bearing blue left size d 12mm (193-773, lot 202874 expiry 01may2022) has been reviewed and did not identify any non-conformities. If additional information becomes available than a further report will be submitted.

Event description:
Notification was received stating that "the patient required revision knee surgery (insert change) post primary tkr. Patient had a fall 6/52 post tkr and ruptured quadriceps muscle. Surgeon performed an arthrotomy but patient still achieving 10 degrees of hyperflexion. Revision tkr was then planned and performed (B)(6) 2018, 12mm insert explanted, 18mm inserted implanted (193-776, lot 201245)". Matortho reference: (B)(4).